Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 54.1 ml, rate 1.3 ml/hr, given 5.95. Unknown if air in line. Patient not affected. No further information available.